Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Exact implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 13 years post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve due to regurgitation, stenosis, calcification and pannus. No additional adverse patient effects were reported.